Manufacturer narrative:
Batch review performed by medacta regualtory affairs department on 3 june 2020 lot 170633: (B)(4) items manufactured and released on 20-jun-2017. Expiration date: 2022-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 28 size s -3.5 lot. 174686 (k112115) batch review performed by medacta regualtory affairs department on 3 june 2020 lot 174686: (B)(4) items manufactured and released on 5-jan-2018. Expiration date: 2022-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cup: versafitcup cc 01.26.52mb acetabular shell cc 52 lot. 178348 (k083116) batch review performed by medacta regualtory affairs department on 3 june 2020: lot 178348: (B)(4) items manufactured and released on 10-apr-2018. Expiration date: 2023-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: versafitcup dm 01.26.2852mhc double mobility hc liner 52/28 lot. 177528 (k092265) batch review performed by medacta regualtory affairs department on 3 june 2020 lot 177528: (B)(4) items manufactured and released on 20-feb-2018. Expiration date: 2023-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 2 similar reported events.

Event description:
The patient came in 1 year and 1 month after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised all implants. The surgery was completed successfully.